Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint keypad assembly, and pump error 4 is found in the device history file due to a software error. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. No pump errors 4 or 38, stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 58 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer was able to rewind the pump. Customer stated that self test was not passed. The insulin pump will be returned for analysis.